Manufacturer narrative:
The subject prod has been evaluated and all components were found to be intact. Complaint unconfirmed.

Event description:
It was reported that during placement of the ventralex allegedly the ring of the mesh broke. Mesh was replaced by another mesh.